Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro had an insect on it. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, during incoming inspection, a needle found with an insect on its protector.

Manufacturer narrative:
H.6. Investigation: one (1) photo was provided by the customer for investigation. The photo shows black foreign matter on a green background. Based on the photo the foreign matter cannot be positively identified but it could potentially be an insect as reported by the customer. Additionally, one (1) sample was received from the customer for investigation in a sealable baggie. The baggie was examined using 40x magnification and it was observed that part of an insect was found in the baggie. The particle was measured and it was found that the portion of the insect was found to be approximately 0.014 inches in size. Furthermore, a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, the plant is sprayed for pest control monthly and bug lights are setup throughout the plant. Manufacturing areas are closed to the outside to mitigate exposure to insects; however, it is still possible for an insect to come in contact with product on the production floor. Bd acknowledges that based on the sample provided by the customer there was foreign matter (fm) on the needle shield in the form of an insect. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro had an insect on it. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, during incoming inspection, a needle found with an insect on its protector.